Event description:
Litigation alleges that patient suffered chronic and severe left hip pain that radiates down the left leg; hip stiffness; trendelenburg gait; and left knee pain as a result of the implantation with the asr hip implant. Also patient was injured by excessive levels of chromium and cobalt.

Manufacturer narrative:
The asr platform was voluntarily recalled from the market in (B)(6) 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. (B)(4). Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.

Manufacturer narrative:
This report I still considered closed. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Depuy still considers this investigation closed.

Manufacturer narrative:
Depuy still considers this investigation closed at this time

Event description:
Update rec'd 01/05/2016 - supplemental paper received. Part/lot is being updated for the taper sleeve and stem. This complaint was updated on: 01/15/2016.